Manufacturer narrative:
(B)(4). This reported issue is not confirmed and the cause was undetermined because there was no sample returned to baxter for evaluation. A sample was requested, but was not available. A review of all batch record documents was performed with no issues or deviations noted during the manufacturing process.

Event description:
It was reported four days after the transfer set was changed and tightened by the nurse, the patient woke up in middle of night during automated peritoneal dialysis (apd) therapy due to a fluid leak from catheter and found that the mini-cap transfer set had disconnected from the titanium adapter (addressed in (B)(4)). The exact cause of the disconnection was unknown, but suspected to be related to the patient loosening the connection while changing solution bags. It was unknown how the transfer set was being stored when not in use. There was no damage noted to the threads of the adapter. On the same day of the disconnection, the patient went to the hospital due to the disconnection. The patient was admitted on the same day and diagnosed with peritonitis. The patient was treated with unspecified antibiotics. Apd therapy was temporarily discontinued. During the hospitalization, the transfer set was replaced and apd therapy was restarted. At the time of this report, the patient had recovered from the peritonitis event, but remained hospitalized due to feeling unwell.